Manufacturer narrative:
A zoll service technician arrived on site to perform an initial evaluation of the device. The system failed the self-test to warm the bath by 1° c. This is indicative of the lm34 a/b-temp probe failing. The console will be returned for further investigation. Zoll has not yet completed it's investigation. A supplemental report will be filed if and when the investigation has been completed.

Event description:
The customer reported that the thermogard xp (tgxp) ivtm system was displaying tcmid 06 (coolant temp heating / cooling test failure). The patient was treated with crushed ice packs until the loaner thermogard was set up (this occurred on the same day). The hospital was able to continue the patient's therapy with the tgxp. There was no injury to the patient.